Event description:
Our rep is reporting to us that a patient had a successful acl repair with the use of two milagro screws for fixation and an allograft [mfg. And lot undefined at this point in time]on or about (B)(6) 2011. Approximately one week post-op, on (B)(6) 2011, the patient presented with a (B)(4) [how determined is undefined at this point]. On (B)(6) 2011, the patient underwent a re-surgery at which point the surgeon removed the milagro screws and the allograft. This is all of the information that has been made available to mitek. Also see associated MDR 1221934-2011-00431.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
One hundred and forty days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Additionally, a review of all other devices that accompanied this device/lot in the sterile load, were reviewed in the complaints system for similar reports: there were (B)(4) catalogue items; a total of (B)(4) devices in all in this sterile load and there was one other similar complaint. We cannot discern a root or underlying cause for the reported event. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.